Manufacturer narrative:
Initial.

Event description:
It was reported that a user entered an incorrect dexcom g7 continuous glucose monitor (cgm) sensor pairing code into the ilet pump, after which support guided the user to toggle between sensors and enter the correct code, initiating sensor warm-up. No adverse clinical symptoms reported. Outcomes included successful restoration of sensor pairing and continuation of therapy without medical intervention or hospitalization. User support included troubleshooting and education regarding correct sensor code entry and pairing workflow. Investigation of this case revealed user error in sensor pairing, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.